Manufacturer narrative:
Device evaluation: visual evaluation of the returned mesh leg assemblies revealed that two of the lead sutures with needles were detached from their dilators. In addition, the remaining two lead sutures were missing from their dilators and were not returned. Neither the mesh body assembly nor the capio device were returned for evaluation. A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. The directions for use for the device includes the following precaution statement: "avoid excessive tension on the mesh during handling and positioning to prevent damage to the device." The most probable root cause for this event was determined to be operational context.

Manufacturer narrative:
'Patient age/date of birth' while the exact patient age or date of birth is unknown, the patient is reportedly over 18 years of age. (B)(4) - needle detachment. The complainant indicated that the device will be returned for evaluation; however, it has not yet been received. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle pelvic floor repair kit, as the physician was pulling the second mesh leg assembly through the arcus tendineus ligament, a "normal" amount of resistance was encountered and he noticed that "the bullet from the end of the suture was missing." Reportedly, the detachment occurred "right at the needle" and "no suture was left behind." The physician indicated that he was unable to find the needle, and decided not to search for the needle because "he feared he would have caused injury to the patient". Additionally, the physician noted that "as far as he knows [the needle] is still in the patient." It was reported that as the physician was removing the mesh leg assembly, a portion of the sleeve from the mesh leg assembly "broke off in the patient" and was subsequently removed by his hand. The physician completed the procedure with this device with no complications to the patient, who is reportedly "fine" post-procedure.

Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle pelvic floor repair kit, as the physician was pulling the second mesh leg assembly through the arcus tendineus ligament, a "normal" amount of resistance was encountered and he noticed that "the bullet from the end of the suture was missing." Reportedly, the detachment occured "right at the needle" and "no suture was left behind." The physician indicated that he was unable to find the needle, and decided not to search for the needle because "he feared he would have caused injury to the patient". Additionally, the physician noted that "as far as he knows [the needle] is still in the patient." It was reported that as the physician was removing the mesh leg assembly, a portion of the sleeve from the mesh leg assembly "broke off in the patient" and was subsequently removed by his hand. The physician completed the procedure with this device with no complications to the patient, who is reportedly "fine" post-procedure.